Manufacturer narrative:
(B)(4). Insulin pump passed self test, off no power test and all operating currents tested within the spec range. Pump was monitored and tested with no blank display noted. Pump received with reservoir tube lip completely broken off. The test reservoir does not stay locked in place due to reservoir tube lip broken off. Unable to perform displacement test due to reservoir lip broken off.

Event description:
The customer reported via phone call that their insulin pump had blank display. The customer¿s blood glucose level was 83 mg/dl. The customer stated that she changed the battery several time on her insulin pump because the icon was low. The customer stated that the insulin pump was not exposed to fluid or moisture. The customer stated that the display was blank currently. The contact on the battery cap were neither missing nor damaged. The battery compartment and spring was neither damaged nor corroded and also 8 new batteries from a new pack were tried. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will not be returned for analysis.